Manufacturer narrative:
E1: initial reporter city, province, postal code: (B)(6). H6: medical device problem code a150103 captures the reportable event of stent prematurely deployed. Medical device problem code a0501 captures the reportable event of inner sheath detached. Block h10: the hot axios stent delivery system was received for analysis; the stent was not returned. The delivery system was received in position 2. Visual examination of the returned device found the inner sheath was kinked. No other issues with the delivery system were noted. The reported event of stent premature deployment and stent difficult to deploy could not be confirmed because these failures occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that the physician felt some resistance during the attempted deployment, which limited the performance of the device and contributed to the inner sheath kinked. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event as the inner sheath was not detached from the device. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on may 11, 2021 that a hot axios stent was implanted transgastric to the pancreas to treat a symptomatological encapsulation necrosis during a pancreatic cyst gastric bypass surgery procedure performed on (B)(6) 2021. During the procedure, the first flange was deployed successfully; however, due to resistance the first flange expanded slower than usual. The delivery system was pulled and it was noted that the tip of the inner sheath "seemed to slide to the proximal side". During "step 2", it was noted under fluoroscopy that the proximal flange prematurely deployed. It was confirmed under endoscopy that the stent fully deployed and expanded in the correct location. The physician was comfortable leaving the stent in place and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). Medical device problem code a150103 captures the reportable event of stent prematurely deployed. Medical device problem code a0501 captures the reportable event of inner sheath detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted transgastric to the pancreas to treat a symptomatological encapsulation necrosis during a pancreatic cyst gastric bypass surgery procedure performed on (B)(6) 2021. During the procedure, the first flange was deployed successfully; however, due to resistance the first flange expanded slower than usual. The delivery system was pulled and it was noted that the tip of the inner sheath "seemed to slide to the proximal side". During "step 2", it was noted under fluoroscopy that the proximal flange prematurely deployed. It was confirmed under endoscopy that the stent fully deployed and expanded in the correct location. The physician was comfortable leaving the stent in place and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.